Event description:
It was reported that the patient's vns needs to be replaced as she still has pain in her neck and upper chest area. It was also reported that the patient had a vns generator replacement that occurred on (B)(6) 2015. Good faith attempts for additional, relevant information have been unsuccessful to date.

Event description:
It was reported that the device was discarded and cannot be returned for evaluation.